Event description:
It was reported by service report that the bed would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results code: damaged motion interrupt pan.